Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM performed a review of the device history record and found there were no nonconformities noted during the manufacturing of model 777000 and serial number (B)(4).

Manufacturer narrative:
The device was returned to olympus and is currently pending investigation. The cause for the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a laparoscopic removal of ectopic pregnancy and left salpingo-oophorectomy procedure, the generator exhibited intermittent output with the hand-piece resulting in the patient bleeding excessively. It was reported that the generator was reset with a hand-piece attached and still would not cut the adhesions. The surgeon reset the generator a second time and reattached the original hand-piece and was able to coagulate and cut ovary pedicle. The patient was taken to the or and the surgical site was stitched to resolve the bleeding. The intended procedure was completed; however, prolonged by 2 hours. The patient was admitted to the hospital.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and provide the device manufacture date. The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the device with no irregularities or abnormalities observed on the housing or connectors. The activation of unit was tested with several test handpieces and unit was found to generate the coag bipolar output powers during activation. Adjusted the different power settings on the generator (vp1, vp2, vp3, des) from low to high (10-50) and the coagulation power was corresponding to the set output power settings. All output powers on the generator measured within specifications. Further investigation found a faulty plasmakinetic (pkrf) to vacuum fluorescent display (vfd) loom causing an intermittent display. A review of the unit¿s error log revealed an error 100 ref 10 ¿sys reset!¿ which is caused by a software execution failure, error 600 ref 14 ¿footpedal is stuck¿ message, which likely caused by the user pressing down the footpedal or a faulty footpedal. The cause of the reported event cannot be determined; as the customer did not return their halo devices for evaluation.